Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, while getting ready to load the iol into the cartridge, the scrub tech noticed that one of the haptics looked 'funky'. There was no patient contact and procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction reporting per applicable regulations. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information recieved and stated that scrub tech was about to load lens and haptic bent.